Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred on a receiver with a serial number of (B)(6). However, a receiver with a serial number of (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver turned on using a good known battery, and the receiver log was downloaded. The receiver log was downloaded and reviewed finding error related to the complaint. The probable cause could not be determined. No injury or medical intervention was reported.